Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19254, reference MFR report #1627487-2013-19255. It was reported the pt experienced shocking during reprogramming. The pt stopped using and charging the system at that time, approx two years ago. As a result the ipg is depleted. The physician explanted and replaced the ipg and the pt experiences effective stimulation.